Event description:
Tissue damage and necrosis, exposure to metal debris, pain, weakness of the legs and hips and fluid accumumulations around the hip reported.

Event description:
It was reported that hip revision surgery was performed and the patient hospitalized due to complications from metal sensitivity.

Manufacturer narrative:
Information has been received stating that this bilateral patient had devices implanted (B)(6) 2010, which were subsequently revised on (B)(6) 2012. However, no information has been received stating to which hip side these surgeries apply.